Event description:
The customer contact reported that during preventive maintenance testing at the user facility the device alarmed with a white screen error. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found the customer complaint of white screen error was not duplicated during testing. However, the device history noted several post software alarms. The probable cause of the customer reported error is due to a software error known as kvo white screen. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.